Event description:
It was reported the ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. The patient was unable to place their scs system into MRI mode. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. The patient was unable to place their scs system into MRI mode. In turn, surgical intervention may take place to address the issue.

Event description:
Related manufacturer number: 1627487-2022-03671. It was reported the ipg failed to established communication with external devices and in addition was unable to be placed in MRI mode. The ipg was deemed inoperable. Patient lost therapy. As a result, the system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.